Manufacturer narrative:
Addition MDR associated with this event: 3025141-2013-00209 - (B)(4) 5.0mm x 45.0mm cancellous screw.

Event description:
Two screws backed out of an implanted humeral plate. The screws were removed and replaced with new screws.